Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter closure of a postoperative left ventricular pseudoaneurysm using a duct occluder in a high-risk patient", was reviewed. The article presented a case study of an 83-year-old patient with a history of ascending thoracic aortic aneurysm, severe aortic regurgitation, posterior left ventricular wall tear, and ascending aorta and aortic valve replacement. On an unknown date a "6-6mm" amplatzer duct occluder was chosen for left ventricular pseudoaneurysm implant. The device was implanted. Post-implant minimal residual shunting was observed. The patient was discharged. At 3-months follow-up computed tomography demonstrated stable device positioning with no significant residual communication. [The primary and corresponding author was augustin tchassem dimdie, clinique sud luxembourg, vivalia, arlon, belgium, with corresponding e-mail: augustin.tchassem.dimdie@ulb.be.]